Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 630 mg/dl. Customer delivered an insulin bolus via pump to address elevated blood glucose. Customer was hospitalized on (B)(6) 2020 and treated with intravenous fluids. Customer was discharged from the hospital on (B)(6) 2020 with no permanent damage.